Event description:
It was reported that the patient expired. It was previously known that the patient had twiddler's syndrome. X-ray revealed that the patient twiddled the lead and it dislodged into the right atrium. The patient had a trial fib and the device detected vf, resulting in an inappropriate shock. Due to the lead being in the atrium, true vf was not detected and no shock was delivered when needed. External defib was used in an unsuccessful attempt to revive the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.